Event description:
Third degree burn [burns third degree], 2nd degree burn [burns second degree], blisters on the back [blister], pain [pain]. Case description: info was received from a pharmacist regarding a (B)(6) caucasian female consumer in (B)(6) who used a thermacare lower back and hip (8hr) heatwrap transdermally on her back. On (B)(6) 2010, the pt applied a heatwrap over clothing until (B)(6) 2010. She then developed 3rd degree burns (burns third degree/third degree burns) and blisters on the back (blister/blisters). She visited the pharmacy from (B)(6) 2010 to (B)(6) 2010 every other day, and she also received unspecified medical treatment. At first the blisters did not heal and the pt experienced delayed wound healing and pain (pain/pain). Slow healing improvement was noted since (B)(6) 2010. Surgical intervention such as debridement was not required and the pharmacist did not expect the pt to experience long term sequelae such as scarring, although since the events were not resolved the time of reporting, the pharmacist could not foresee that. On (B)(6) 2010, add'l info was received from a physician which stated that the pt's burns were 2nd degree (burns second degree/second degree burns) of approx 5 x 3 cm in size. From (B)(6) 2010 the pt visited the physician every other day to have her bandages changed (5 visits in total). On (B)(6) 2010, qa results were received as follows: the plant has reviewed all investigations associated with this batch from a mfg and technical perspective and all investigation were appropriately closed and addressed prior to batch release. No quality issues were identified in this review of batch records, review of release testing data or inspection of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria. Medical history included chronic back pain and a hip complaint. No other info was provided.

Manufacturer narrative:
Qa eval: batch e36382b: qa results were received which indicated that the plant has reviewed all investigations associated with this batch from a mfg and technical perspective and all investigation were appropriately closed and addressed prior to batch release. No quality issues were identified in this review of batch records, review of release testing data or inspection of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria.